Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 77-102mg/dl fasting. Verified the strips expired 1/31/2018. Customer confirms the strips have not been stored in the original vial and that the strips have been store in another vial. The customer states the test strips were first opened (B)(6) 2015. Reviewed meter memory. (B)(6). Memory concerns:with 193mg/dl and 196mg/dl. Customer ran a blood glucose test at 6:08pm and got resutl 196mg/dl(fasting).